Event description:
During vein harvest, the keeper on the terumo virtuosaph plus wouldn't stay closed. They were able to open another device and finish the case without harm to the patient.manufacturer response for virtuosaph plus, terumo (per site reporter): the rep will come and pick it up and initiate a quality control investigation. They will also send us replacement product.